Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle or were returned for examination. The needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during the surgery the second anchor could not be charged at the meniscus suture. Suture material was removed as far as possible. The first anchor remained in the capsule. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.